Event description:
Boston scientific received information regarding discussion when it comes to the programming of the minute ventilation sensory enhancement feature with this device. The field representative noted that the physician was surprised about the reactiveness of the minute ventilation sensor on this device. It was noted that the patient was not comfortable and could feel changes in heart rate with moderate exercises. Reprogramming of the device still produced a too aggressive sensor. Technical services discussed programming optimization. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.